Event description:
It was reported that pump experienced a malfunction alarm. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:cgm model: g6mobile os: ios / ios_iphone 12 pro / 2.9.1 / ios 26.1.